Event description:
The walrus device tracked well through the vasculature past the petrous portion of the carotid and the balloon was inflated. The physician indicated he over-inflated the balloon outside the maximum inflation volume. The physician indicated a successful first pass in retrieving the clot and went back again for a second pass. During the second pass, the physician noted a dissection of the artery at the balloon inflation location. The patient was treated with coils and stenting to repair the ica, approximately four hours later moved to the ICU and later expired. Physician noted that the patient nih score post procedure was lower than nih upon arrival indicating improvement. The physician indicated that the walrus device did not malfunction and device performed as expected.